Event description:
The user facility reported the automated impella controller (aic) had possible inaccurate flow readings. The aic was replaced. No patient harm or involvement was reported.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.